Event description:
It was reported that there was a connection issue between the minicap transfer set and cassette. The patient was unable to disconnect the patient line from the transfer set. This occurred when disconnecting from peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: vantive healthcare - mountain home, 1900 n highway 201, mountain home ar 72653, united states. Vantive healthcare - dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000, dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d1, d4 (catalogue #, UDI #), g1, g4 (510k #), h3, h6 and h11. D4: the lot number is unknown, therefore, only a primary di number could be provided. G1: the device was manufactured at vantive healthcare - mountain home. H11: one actual sample was returned for evaluation. Visual inspection was performed and no issues observed. The transfer set was connected and disconnected using the returned patient connector by hand with no issues. The reported problem of connection issue was not verified. The returned amia sample met specification. No issues were identified during the evaluation. Should additional relevant information become available, a supplemental report will be submitted.